Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, b5, h1, h6.

Event description:
Previous medwatch submission noted deflation. Upon further information, allergan has determined that the event of deflation did not occur.

Event description:
Patient reported right side "lost quite a bit volume". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.